Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the insulin pump would turn off without warning, due to a crack near the battery cap. Customer had reverted to manual injection. Customer's blood glucose was 187 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.